Manufacturer narrative:
(B)(4). Batch# :t93j04. Additional information: during the roux-en-y procedure, they transect through omentum and staple lines. The the messages received are to clean blade, test, then replace. The device was stored in quiver with other devices. Per the sales rep, the generator needed to be updated, this was completed. They have been using hdi since mid-2018. It is standard to go through staple lines. Both the energy and advanced hemo buttons were used. Device analysis: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition the device was received with the clamp arm damaged. The blade tip portion may have broken off of the device during transport to our analysis site. Additionally, the clamp arm might have become damaged during transit. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation's may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap roux-en-y, surgeon was using harmonic to divide the omentum during the procedure when it stopped working. Gen11 displayed an errors message to clean jaws. This was done and then prompted to activate device, this was done and then it prompted to replace instrument. Tried to clean jaws several times and also turned off and on the generator. Surgery was prolonged to replace the instrument. The procedure was successfully completed. There were no patient consequences.